Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 4501 milliliters (ml). This event meets overfill criteria. This is report number 2 of 3.

Manufacturer narrative:
Customer's transmitter was returned and investigated. The complaint is not confirmed. The receiver and transmitter connection test passed. This is a final report.

Event description:
A customer reported he had a connection issue between the transmitter and receiver of his fs navigator continuous blood glucose monitoring system when he stated they were not connected for an unknown period of time. As a result, the customer reported he experienced fatigue, tachycardia and loss of consciousness. The paramedics were called and the customer was reportedly treated with a glucose shot, and no further medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.